Manufacturer narrative:
PMA/510(k) # k163468. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
In the interventional department, the catheter was inserted through a wireguide catheter, and the stent was advanced along the wire guide to cross the stenosis, after the stenosis was crossed, the stent cannot be released anymore after 2 cm of stent already released, and it could not be pushed or pulled to release the stent after the handle was disassembled, and user changed to another stent which can be deployed normally. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." 1. At what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) during stent placement evolution, evolution 2. What endoscope type and channel size was used? Under dsa in interventional department, place stent through wire guide dsa 3. What was the position of the elevator? Was it opened or closed? N/a (no endoscope) 4. Details of the wire guide used (diameter, type, make)? Metii-35-480 metii-35-480 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? No. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes 7. Please advise the anatomical location of the intended target site. Splenic flexure of the colon 8. How long was the stent in the patient by the time this complaint occurred? None 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? N/a IFU 10. If yes, how often was this completed? N/a 11. Did the patient require any additional procedures as a result of this event? No. 12. What intervention (if any) was required? 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 15. If yes, please specify what was observed and where on the device it was observed. Patient/event info - notes: stricture information: 1. What was the length and diameter of the stricture? 4cm long and diameter like a thread 4cm 2. Where was the stricture located in the body? Splenic flexure of the colon 3. Was there resistance felt passing wire guide through stricture? Yes, but after repeated cannulation the stenosis became narrower. 4. Was there resistance felt passing the evolution through stricture? Yes 5. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? 2. Was resistance felt during insertion into patient? If yes, at what point? Yes, descending colon almost to the splenic flexure stenosis questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Yes, stent cannot be deployed after 2cm stent released. 2 2. Was the directional button pressed during use? Yes 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes 4. Was the yellow marker kept in view during deployment? The marker cannot be seen during interventional procedure. 5. Are images of the device or procedure available? No.